Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid 20 mg/ml (dose around 19 mg/day) via an implantable pump for non-malignant pain. It was reported that the hcp who programmed the patient¿s pump made a mistake and programmed the pump to deliver all the medication in four hours. The patient was contacted by the hcp¿s office to come back to the clinic immediately after they left, and the programming was corrected. The patient did not report any adverse effects due to the incorrect programming. The event date was noted to be 2013. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.